Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, foreign matter inside sterile barrier. The product was returned to ethicon for evaluation. Seven unopened foil pouches and one surgicel in an open foil pouch. Product code 1946. During the visual assessment of the open sample, it was found that the surgicel was cut in two sections. Also, body fluids and a brown stain were observed. It was not possible to determine the cause of the foreign matter in the sample received. Due to the conditions of the reported device. The unopened samples were examined, and on one foil pouch the top was found to be scraped off. In the remaining samples, no issues or stains were noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and absorbable hemostat was used. When opening the package, it was confirmed that there was a stain, so a new product was opened just to be sure. The involved product was not used. The operation time was not extended. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please clarify, was the stain found within the sterile packaging? Yes. 2. Or was the stain found outside the sterile packaging? No. 3. Do you have any pictures of the faulty product? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.